Manufacturer narrative:
There were no phaco tips samples returned for this report. A device history record review for the lot was conducted. The lot was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. The root cause for the customer's complaint cannot be determined. (B)(4).

Event description:
A surgeon reported experiencing issues with the occlusion alert sounding during surgeries, and suspected clogging of the tips. Additional information has been requested for this report, no updates have been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).